Event description:
The pt rec'd two leads from the same lot as part of her scs system. It was reported the pt was unable to feel stimulation from one of her leads. Diagnostic test revealed high impedance readings and the amplitude would auto-reduce. It was reported surgical intervention would take place to address the issue. The MFR's device registration system showed the lead was explanted and replaced with a different model lead.

Manufacturer narrative:
Eval: results: the complaints of "high impedance" and "ineffective stimulation" could not be confirmed. The lead was returned incomplete. Microscopic inspection of the lead revealed no visual anomalies. Both lead segments passed the resistivity test. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.